Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "baker grade 2, ruptured". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed openings assessed as surgical damage and fold flaw. ¿ capsular contracture: unable to observe. As per the investigation procedure, non penetrating nicks, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a3a, a5, a6, d4, d9, e1, h3, h6

Event description:
Healthcare professional reported left side "capsular contracture baker grade ii, and rupture". Device has been explanted.